Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to high blood glucose with blood glucose of 339 mg/dl at the time of incident. The customer was treated with insulin pump. Customer experienced symptoms such as nausea and thirsty. The customer stated that the drive support cap appears to be normal. Troubleshooting was performed. The insulin pump will not be returned for analysis.